Manufacturer narrative:
(B)(4). Batch # unk. Maude report ¿ mw# 5098562. Health effect ¿ clinical code = gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the facility where the procedure took place? What were the indications for the surgery? Did the patient receive any preoperative chemotherapy or radiation? Can you please confirm what circular devices were used in the procedure? It was reported, cdh31p (powered device) and a cdh29a (manual device)? If a powered and manual device were both used, can please share which one was used first (the powered or manual)? Can the op-notes be shared with us? If yes, please send to (B)(4). It was reported that the colostomy may be permanent. Has that been confirmed? What is the status of the patient? Were the devices discarded or are they being retained? Can you please answer the following questions for the cdh31p (powered) were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported: ¿during lar surgery the surgical circular staplers ils 29 and ils 31 misfired two times. This resulted in a colostomy which was not planned for. As per the doctor, the colostomy might be permanent.¿